Event description:
During a veno/venous bypass on a pt with liver failure approx 4 hrs. Into the case albumin was noted exiting the device and the unit was changed out. A second oxygenator (serial number un) was also noted to have albumin exiting the device and was changed out after 6 hrs. Of use: this unit was disposed of by hosp personnel. The perfusionist stated that the oxygenator's performance did not compromise the pt. The device is designed to operate for periods of up to 6 hrs. And the device is labeled for maximum of 6 hours. Use.